Event description:
The account alleged the bed has no nurse call function. No pt impact.

Manufacturer narrative:
The technician found a geriatric call pad connected to the dummy plug was not functioning. The technician inserted the dummy plug to resolve the issue.